Manufacturer narrative:
Company rep evaluated the unit and facility installed a portable air conditioning in the department to keep the temperature down and system is functioning normally.

Event description:
Customer reported the spectrum monitor shut down, which may have affected pt monitoring. No pt injury was reported.